Event description:
The user facility reported to terumo cardiovascular systems that they received a box of h/s cuvette devices with lot number qa28 on the outer box and qc11 on the inner boxes. No pt involvement.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo will be submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).